Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a stuck center key. The keypad was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H4 - device mfg date is unknown. No information is available based on the reported serial number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump generated a key-stuck alarm, which prevented the patient from completing the infusion. Therapy was paused during infusion to replace the pump, resulting in a delay in treatment. No adverse effects were reported.